Event description:
The company received a report from a biomedical engineer that the unit did not provide an audio tone. No patient harm reported.

Manufacturer narrative:
The caller reported that the speaker wire came loose from the speaker resulting in the no audio. Customer requested a replacement part for in house repair. Info has been added to the database for trending purposes.